Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert. Reportedly, the customer changed their supplies to a different usb cable and ac power charger, and indicated that tandem technical support (cts) would be contacted if the issue was not resolved. Customer did not contact cts regarding the reported issue. Customer's blood glucose was 107 mg/dl.